Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away and the coroner's office was requesting medical records on the patient's implantable pulse generator (ipg) system. Additional follow up was attempted and unsuccessful.

Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.